Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the er320 clips did not close all the way. Many fell out. Another clip applier was opened to complete the case. There was no consequence to the pt.